Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported the insulin pump was showing 7 less units of insulin than it should have, with 205 units in the reservoir, and the status screen did not mathematically add up to the amount of insulin he took. The customer's blood glucose was 422 mg/dl, which he treated for by taking boluses. During troubleshooting, customer stated the drive support cap appeared normal. No bubbles or leaks were observed and insulin exited when customer ran a manual prime. The customer was advised to remove the infusion set from his body and found there was an angle in the cannula. Customer was advised the reservoir units left on the status screen was only an estimation based upon piston position and would never be an exact umber. Customer was advised the bent cannula may have affected his blood glucose and stated he would change out his set. The insulin pump will not be returning for analysis at this time.